Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
Us complainant reported the automated impella controller (aic) had battery issues. It is unknown if this issue occurred in a clinical setting.

Manufacturer narrative:
Corrections to the initial MFR report: g.1. MDR reporting contact email d.2. Device name has been updated. D.9. Device return date added. Updated h.3. To device evaluation anticipated. Updated h.5. To no for single use and h.8. To reuse for usage of device. H.6. Type of investigation code added.